Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the patient experienced chest pain. It was also noted that the right atrial (ra) lead exhibited oversensing, high thresholds and ongoing low impedance. The ra lead remains in use. No further patient complications have been reported as a result of this event.